Event description:
It was reported that an asymptomatic patient presented in the operating room for a device change out due to eri. The device was observed to be post-sensed t-wave oversensing. The device was explanted and replaced.

Manufacturer narrative:
The reported noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the noise was attributed to the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun